Event description:
It was reported that a channel on the flogard infusion pump was not functioning. It is unknown at what process step this occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. Review of the alarm log and functional testing identified the reported condition as an f-38 alarm. The cause was determined to be that the force sensing resistors (fsr) were inoperative. To address this issue, the fsrs were replaced. The device was restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.